Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right renal artery. A 5.0mm x 15mm x 150cm express vascular sd stent was advanced to the lesion however, the stent was dislodged. The stent was deployed and implanted in the right iliac artery. The procedure was completed using a 5mm x 19mm express¿ vascular sd stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).